Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient's implantable neurostimulator (ins) was explanted due to the patient losing therapy efficacy. The onset of the loss of therapy was unknown, and no falls or traumas related to the loss were known. Additional information received reported that the patient was not getting any benefit from his ins. No patient injury was reported, and he recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.

Manufacturer narrative:
Product ID: 3093-28, lot#: v470187, implanted: (B)(6) 2010, product type: lead; product ID: 3037, serial#: (B)(4), product type: programmer. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial # (B)(4)) found that the battery was at normal end of life. There was no telemetry and no output. Review of the manufacturing data did not show any abnormal results. No evidence of an internal mechanism for premature depletion was found during destructive analysis of the battery. Because the cell was damaged during the device destructive analysis (mill cutting), no other conclusions can be made. No issues were found with the device hybrid, the device passed all additional testing. Analysis of the lead (lot # v470187) found that the product had been segmented.